Manufacturer narrative:
(B)(4). Correction - device not returning. It was reported that the device was used in a moderately calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties and treatment to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. One unused, sterile proglide device with lot #50429k1 was returned for evaluation. Visual and functional testing was successfully performed and no malfunction was noted.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: it was reported that prior to an interventional procedure, suture placement was attempted in the right and left common femoral arteries with proglide devices using the preclose technique. Moderate calcification and moderate tortuosity at the right common femoral access site. Reportedly, cuff misses occurred with seven proglide devices in the right common femoral artery. Cuff misses occurred with two proglide devices in the left common femoral artery. The arteriotomy in both the right and left common femoral artery was 14f. The suture of one proglide device was successfully placed in the left common femoral artery using the preclose technique. The sutures of two proglide devices were successfully placed in the right common femoral artery using the preclose technique. The interventional procedure was completed. Hemostasis was achieved using the pre-placed suture of the proglide device and twenty minutes of manual arterial compression in the left common femoral artery. Hemostasis was successfully achieved using the pre-placed sutures of the two proglide devices in the right common femoral artery. There were no adverse patient sequelae. There was a reported significant delay in the procedure due to the multiple cuff misses. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other eight proglide devices referenced in b5 are filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the device "misfired". The same occurred with 8 additional proglide devices. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device or established in the preclose technique. No additional information was provided.